Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced pelvic pain, urinary and bowel problems and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.